Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: g2; h4. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The olympus field service engineer confirmed the malfunction (no image) and found the scope video output was not working. Based on the investigation results, the device was not returned to olympus for further evaluation; therefore, a root cause could not be determined. Olympus will continue to monitor field performance for this device

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the video processor exhibited no image. There were no reports of patient harm or patient involvement.